Event description:
A facility representative reported that after intraocular lens (iol) implantation, the patient had no clarity in vision, it was dim and cloudy. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was mechanical complication due to ocular lens prosthesis. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).